Event description:
It was reported that during a threshold test for this pacemaker, crosstalk on right ventricular (rv) lead channel was observed when there were atrial paced events. All measurements in latitude were stable and consistent. It was noted that the rv pacing and right atrial pacing amplitude decreased when the threshold testing began. Technical services spoke with the field representative mentioning that the threshold test was most likely an auto commanded test. Discussed the auto test is run in unipolar, which would explain the difference in the pacing. Field representative stated he reviewed the report at the clinic and believes the test was auto. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.